Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural hemorrhage is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient's daughter pushed the tubing back and forth as per instructions given by the physician. While doing this, blood began to pour out of the stoma site. The patient went to the emergency room and was transferred to a larger hospital. Pressure and a paste was applied to the stoma and the bleeding stopped. He became hypotensive and had a low hemoglobin.